Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented viia merlin.net with right ventricular lead noise which was causing inhibition of pacing. The noise was reproducible with isometrics and loc was noted. The lead was capped and replaced on (B)(6) 2016 successfully. The patient was doing well post procedure and would continue to be monitored.